Manufacturer narrative:
The tech replaced the connector board to repair the bed.

Event description:
Info received indicates the head of the bed does not always rise up due to corrosion on the connector board.